Event description:
New information received on sept 27, 2018, indicates that on (B)(6) 2018 the leads were attached to a new pacemaker and that the impedance values were normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead and the right ventricular lead had low impedance in (B)(6) 2018. The patient did not experience any consequences. No further information is available.